Event description:
An article titled "therapeutic effects of children with refractory epilepsy after vagus nerve stimulation in taiwan" was reviewed. The article describes the changes in seizure rates in 80 children implanted with the m102 and m103 generators from december 2007-december 2014. The article indicated one complication with vns therapy in one patient was infection. This report of infection is captured in MFR report # 1644487-2020-01281. In addition the article indicated that 12 patients had increased seizure status after 12 months of vns therapy and 7 patient had increased seizures after 24 months of vns treatment. Of note, aeds for some patients did change during the course of vns treatment. These reports of increased seizures are captured in MFR report # 1644487-2020-01280. No patient had early withdrawal or premature termination of vns use due to these complications or other reasons.